Event description:
Account alleged the ground resistance was high.

Manufacturer narrative:
Technician replaced broken ground strap. Resistance was too high. Pursuant to our response to warning letter 2008, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.